Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was high in 500 mg/dl and 527 mg/dl at the time of incident. The customer's other blood glucose was 518 mg/dl. Customer treated with insulin pump and manual shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.